Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
B5: additional information was received on 17-september-2020. The reported event occurred on (B)(6) 2020 at 04:56:02 pm. The product fault did not occur while in use with a patient. H6: patient code updated to: 2645.

Event description:
Information was received indicating that a smiths medical cadd solis vip ambulatory infusion pump was noted to be stuck in software upgrade mode. There were no reported adverse effects.